Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk and cable assembly were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' cine option was inoperable. No report of patient injury.